Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed high battery impedance.

Event description:
The device was returned to the manufacturer after the patient's death, analyzed, and tested out of specification. The cause of death has been requested but not received.